Manufacturer narrative:
This complaint is under investigation.

Event description:
The customer reported that a condition exists in the device software that is not alerting a different user that data has been changed and the device displays the previous data, no the updated data.